Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed one patient alert was triggered for lead failure predictor (lfp) on (B)(4) 2013. Oversensing was also noted; there was one ventricular non-sustained tachycardia (nst) episode equal to 190 milliseconds (ms) on (B)(4) 2012. There was also one ventricular fibrillation (vf) episode with an average ventricular cycle length equal to 180 ms on (B)(4) 2012. There were two lfp high rate non-sustained (ns) episodes with an average ventricular cycle of less than or equal to 212 ms on (B)(4) 2012 and (B)(4) 2013. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.